Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device at third-party service center, the third-party service center visually inspected the device and found evidence of foam degradation. Technical findings observed rubber feet missing and was replaced. The device operating software was upgraded. The device passed a final test.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.